Event description:
Per independent repair statement, the unit is alarming or has a red light. The rexroth valve is stuck, the poppet valve is not shifting, the tubing leaks and the sieve beds are saturated.